Event description:
Customer reported three diffuse lamellar keratitis (dlk) cases that were observed on (B)(6) 2013 at one day post-op. Patient had trace dlk on both eyes (ou). Patient was treated with predforte. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/20 right eye (od) and 20/15 left eye (os). On (B)(6) 2013, ucva was 20/20 both eyes and dlk was resolved.

Manufacturer narrative:
Evaluation: customer did not feel the intralase is the cause of the inflammation. Amo''s clinical development manager (cdm) recommendations made to this account: use sterile water (instead of filtered water) for instrument cleaning, rinsing and to fill statim sterilizer. Clean instruments in fresh cleaning water and two rinses (with sterile water). Change water between patients. Empty waste bottle after each surgery day, rinse it and refill with fresh water before each use. May want to try switching to latex free gloves for all patients.